Event description:
It was reported by the affiliate that during an unknown procedure, the jaw could not be closed after firing. Then the surgeon pressed the release button, but the clip could not be open. Changed another one to complete the procedure. There were no adverse consequences for the patient. (B)(4).

Event description:
Caller reported blood glucose results of hi, which on the aviva system indicates a result in excess of 600 mg/dl, and 106 mg/dl within 10 minutes on the same system. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.